Manufacturer narrative:
A product development evaluation was completed: a reamer irrigator aspirator (ria) driveshaft (314.743) was returned, the tip of the shaft that interfaces with the reamer head is broken off. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (standard. Drill speed) be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. The relevant drawings were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer/irrigator/aspirator (ria) had a malfunction during inspection of the kit; the hospital personnel noticed that the tip was broken off of the reamer. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed. Criterion tool & die manufactured the drive shaft for use with ria, p/n 314.743, and lot number 7432393 for po 1566904. The supplier¿s certificate of compliance (dated 3/18/14) indicates the parts were manufactured to p/n 314.743, revision ¿k¿ and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number 314if741, revision ¿m¿, completed 4/2/14. No nonconformance reports were generated for this lot and the parts were released 4/7/14. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.